Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a request for ac power module replacement. There was no reported patient involvement.

Event description:
The customer reported a request for ac power module replacement. Further information was provided that there was a noise coming from the power module. There was no reported patient involvement.